Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred on a trilogy evo device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The vent inop software fix was performed to address the issue. The devices flow sensor was also replaced as a preventative measure.